Manufacturer narrative:
(B)(4): review of the black box did not show any records of power issues. There was no damage to the pump or the battery cap returned. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump would not power on. The reporter denied seeing any visible damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no patient impact associated with the complaint. A replacement pump was sent to the patient.